Event description:
An adverse event form for a study patient was received indicating that the patient suffered an increase in seizures. It was noted that the severity of the seizures was moderate and resulted in a prolonged hospitalization for the patient. It was noted that treatment was not changed and the patient recovered. The relationship to device stimulation, implant, and the study was noted to be unlikely. The patient did not discontinue the study as a result. Further follow-up revealed that the increase in seizures was not due to a loss of vns therapy. Device diagnostics were within normal limits (2596 ohms).